Event description:
It was reported an occlusion alarm occurred and that they have been ongoing. There was no reported adverse impact to the customer¿s blood glucose level. A systems check was started with tandem technical support, however, the customer declined to continue and reverted to manual dose injections for insulin therapy.